Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps became inoperable. The infusion pumps containing a maintenance dose of ns shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to10 seconds. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there was no report of harm.

Manufacturer narrative:
The customer¿s report that during a power outage the pumps became inoperable was confirmed in the logs. The customer also reported that after power was restored the pumps had to be reprogrammed, the restore functions was not an option. This is the result of the nature of the malfunction or run time error which triggers a watchdog failure. While in alarm the pumps continue to infuse but the parameters cannot be edited and when the pcu is restarted the restore function is no longer available. The system malfunction was found to be the result of a system failure, error code 121.2000.2 the pcu error log confirmed the reported malfunction occurred on (B)(6) 2019 at 2:42 am. The pcu event log recorded the device toggling between ac and dc power prior to the malfunction and continued to toggle after the malfunction. The probable cause of the complaint that during a power outage, the pumps became inoperable is believed to be the result of an error code 121.2000.2 . The probable cause of the error code 121.2000.2 was identified related to drop in the input voltage during the power outage.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that during a power outage lasting for approximately 5 to 10 seconds on the surgical intensive care unit the pumps became inoperable. The infusion pumps containing a maintenance dose of ns shut down during the brief event, despite the pumps being plugged into their emergency red electrical sockets. The emergency red electrical sockets are hooked up to their emergency generators and automatically power back on within 5 to10 seconds. After the power was restored, the pumps had to be reprogrammed entirely as opposed to selecting the ¿restore¿ button. The error message on the alaris pump read ¿system error¿. Although requested, there was no report of harm.